Event description:
It was reported that the asymptomatic has undergone a pulse generator change out procedure. At post-op check, a possible positional issue was suspected . A chest x-ray was performed which confirmed the lead dislodgement. The lead was successfully repositioned. The patient was in stable condition post surgery.